Event description:
The customer reported a button error alarm. The customer was not holding down the button for three mins or longer. The customer also reported that she was in the hospital due to issues not related to diabetes. However, her blood glucose levels were over 300 mg/dl due to medication she was taking at the time. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The keypad overlay had weak adhesive bond at all locations.